Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise leading to inappropriate mode switches. Noise was reproducible with isometric testing and pocket manipulation. All other electrical measurements were in range. The lead was reprogrammed. The patient would continue to be monitored.

Event description:
New information on 7/10/2017 stated that upon interrogation, the right atrial lead exhibited low impedance and noise. The lead was programmed off. The patient was not pacer dependent and would continued to be monitored.